Manufacturer narrative:
Device passed sleep current measurement, active current measurement, and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert, replace battery alert, or replace battery now alarm noted during testing or in the device trace download. The following were noted during visual inspection: cracked case near the corner of belt clip rails, missing display window cover, and cracked case on the battery tube side. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that insulin pump did not recognize new batteries. Customer stated that insulin pump had received change battery alarms, even after using new batteries. Insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.